Event description:
Procedure type: tubal ligation. According to the reporter: the doctor noted the tip of the needle was missing. Incision was explored but unable to determine where the tip was, x-ray was negative.

Manufacturer narrative:
(B)(4).